Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "edta tube do not have enough vacuum to fill the tubes."

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-jul-2022. Investigation summary: bd received 5 samples from the customer in support of this complaint. The 5 samples tubes were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Additionally, 10 retention tubes from the bd inventory were functionally tested with no issues being observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the samples and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "edta tube do not have enough vacuum to fill the tubes."